Event description:
Output is at 3v/0.4ms and lead impedance is 2744. Caller states lead will be replaced due to elevated impedance and slightly elevated threshold. Replacement is scheduled for late august and caller wanting to confirm device function will remain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).